Event description:
Event description boston scientific received information that that this implantable cardioverter defibrillator (ICD) was emitting tones. There is a concern that the device longevity was not as anticipated.